Manufacturer narrative:
Concomitant medical products: 4469 lead, implant date: (B)(6) 2010; 4456 lead, implant date: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was noted on the right atrial (ra) lead. The lead was explanted and replaced during an upgrade procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.